Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:04 was confirmed but not duplicated by baxter service personnel. The root cause of this condition was determined to be a faulty air in line printed circuit board. The air in line printed circuit board was replaced, recalibrated and operation verified to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with failure code 814:04. This condition was found upon power up of the device in the central service supply area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 5.09.90 - remediated colleague 2006.